Manufacturer narrative:
There was no indication that the customer reported complication was related to a product issue. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion-assisted lung biopsy procedure, the patient experienced bronchospasms and oxygen desaturation. The patient was reintubated. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.